Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011 the pt was treated for a thoracic aortic aneurysm with a gore tag endoprosthesis. The aneurysm was excluded and the pt tolerated the procedure. On (B)(6) 2011 CT showed a proximal type I endoleak on gore tag endoprosthesis. On (B)(6) 2011 the physician extended the proximal end of the gore tag endoprosthesis with an additional gore tag endoprosthesis. The endoleak was excluded and the pt tolerated the procedure.